Event description:
It was alleged that the pump lost power without user intervention. The patient stated that she observed the pump without malfunction and an hour later, she was unable to wake up the pump. She reported that there nothing visible on the display screen, no backlight, and no audible tones. Twice, she replaced the battery with new ones and stated that the pump emitted a few beeps and displayed a blank screen. She alleged that the pump then lost power (no backlight and no audible tones detected). The patient reported that the battery cap was about 7 months old and it was secure and intact. She confirmed that there were no cracks near the battery component and no issues with the threads on the battery cap or pump. The patient denied any impact to the pump by dropping or hitting it. She denied exposure to moisture. The patient denied blood glucose excursions due to alleged malfunction.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The pump history revealed multiple reboots on the day of the complaint that were not duplicated during testing. The pump powered up with audible tones and vibrations; the verification screen appeared intermittently. Upon investigation, the display flex connection was found to be partially unseated. The display flex was reinserted into the connector and the pump was exercised for 24 hours without evidence of display or power issues.